Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. Additional observation(s) not reported by site: the instrument was found to have a broken conductor wire at the break point of the grip. No thermal damage was found on the instrument. The complaint was confirmed by failure analysis. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing "off-label" surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument branch has left the joint and, in several attempts to pull out the instrument the branch was broken. The procedure was completing as planned with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was used to try to pull the gastric tube upward, and after the instrument was maximally rotated, the branch came out of the joint at the bottom, and the instrument could not be straightened or removed from the cannula. After several attempts, we were able to remove it along with the cannula. The cable pulls and iso cables were not damaged. The instrument broke at the operating table while trying to straighten it again, so no fragments fell into or remained in the site. There were no images or video recordings. The instrument was available to the isi for evaluation.